Event description:
It was reported that the pump battery was unresponsive. Reportedly, during troubleshooting, an unspecified malfunction occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was not impacted.

Manufacturer narrative:
B5.